Event description:
Laparoscopic nissen fundoplication with hiatal hernia repair - "surgeon nicked splenic vessel clip applier was opened, loaded, and handed to surgeon. Surgeon fired 1-2 times with no results. One clip was seen in the abdomen. At end of procedure, nurse tried to fire clip applier with no expulsion of clips." Patient status: stable.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance with 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.